Manufacturer narrative:
(B)(4). An evaluation of the actual sample was conducted. Visual inspection, leak testing, clamp function testing and clear passage testing were performed with no issues noted. The integrity of the seal surface was tested with no leaks noted. The dimensional inspection of the returned transfer set sample found the diameter of the patient connector to be within specifications. The sample was not confirmed for the reported issue and therefore, a cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported a patient experienced a separation of the transfer set from the titanium adapter, which led to peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized one day after onset. On an unreported date, an unspecified antibiotic was rendered. The titanium adapter was still in use. The patient was recovering from the event and was scheduled to be discharged from the hospital. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. A supplemental medwatch will be filed upon completion of baxter's investigation or if additional relevant information is received.